Event description:
It was reported that the patient developed a wound that tunneled all the way behind the pump. It was stated that the patient was not brought in until it was too late. The pump had begun to surface through the wound and the pocket became infected. It was indicated that the patient later died of infection. Six days later, it was reported that the event was not related to the device. It was indicated that the patient was in a wheelchair and had a traumatic brain injury. The wheelchair belt was pulled very tightly directly over the pump site and it made a wound that no one was attending to. That wound ended up tunneling behind the pump and caused it to come through the skin. It was explanted, but the wound would never heal and the patient became septic. The device system had been used to deliver gablofen.

Manufacturer narrative:
The actual date of death was not reported; the date being reported represents the earliest known date at which time the patient was deceased. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).